Manufacturer narrative:
An investigation was initiated into the matter of, "tip fell" of the instrument. The device was not available for eval and the lot number was not provided. Without the lot number, the device history could not be reviewed. No trend has been detected for this issue. Without instrument cause for failure could not be determined or the issue confirmed. If the product is returned in the future, a follow-up report will be filed.